Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using an everflo oxygen concentrator. The manufacturer received information alleging a patient expired while using an everflo oxygen concentrator. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and the device was found to have evidence of physical damage. The device was tested and was found to operate and alarm to design specifications. The manufacturer concludes that the device did not cause or contribute to the patient's death.

Event description:
The manufacturer received information alleging a patient expired while using an everflo oxygen concentrator. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.